Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off into the patient's stomach during the injection and caused insulin leakage. The consumer reportedly removed the needle herself "with no bruising or bleeding". The following information was provided by the initial reporter: "consumer stated on (B)(6) 2019 during her injection she felt insulin leaking onto her stomach, looked down and noticed the needle had broke off in her stomach. Stated she was able to remove the needle with no bruising or bleeding. Stated she has the sample to send back. Did not seek medical attention and does not plan on seeking medical attention."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle broke off into the patient's stomach during the injection and caused insulin leakage. The consumer reportedly removed the needle herself "with no bruising or bleeding". The following information was provided by the initial reporter: "consumer stated on 05/14/2019 during her injection she felt insulin leaking onto her stomach, looked down and noticed the needle had broke off in her stomach. Stated she was able to remove the needle with no bruising or bleeding. Stated she has the sample to send back. Did not seek medical attention and does not plan on seeking medical attention."

Manufacturer narrative:
Investigation summary: customer returned (6) 1cc, 8mm, 31g syringes in an open poly bag from lot # 8176677. Customer states that she felt insulin leaking onto her stomach, looked down and noticed the needle had broken off in her stomach. All returned syringes were examined and one syringe exhibited the cannula separated from the syringe with the loose cannula received in the shield of the syringe. This sample was examined and exhibited adhesive runoff onto the barrel of the syringe with little adhesive in the cannula well of the syringe. Adhesive was also observed on the loose cannula shaft. This issue could cause leakage during the injection. No defects were observed on any of the remaining samples. A review of the device history record was completed for batch # 8176677. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: as per manufacturing, "probable root cause of the shield separation is due to a misalignment during the application of adhesive to the barrel tip at the cannulator. CAPA #226773 was created to address adhesive run over and was closed on (B)(4) 2019 after the date of manufacture."